Event description:
It was reported that during an equipment check, the autopulse platform was found to display a "user advisory 28" (loss of clutch connectivity) message that could not be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: the reported complaint of the platform experiencing a user advisory 28 fault (loss of clutch connectivity) could not be confirmed. A review of the archive showed that no problems were encountered with the platform. The platform also met visual and functional test requirements. Following service of the platform, the device met all testing criteria.

Manufacturer narrative:
The product in complaint was returned to zoll on 08/22/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.